Event description:
During follow up with a home pt's nurse regarding an unrelated event, baxter's product surveillance dept was notified that the home pt experienced a peritonitis episode in 2004.

Event description:
During follow up with a home patient's nurse regarding an unrelated event, baxter's product surveillance department was notified that a home patient experienced a peritonitis episode. Further follow up revealed that the home patient was diagnosed with peritonitis after attempting to perform a transfer set change at home, for an unknown reason. The home patient was hospitalized for 5 days, and made a full recovery from the infection. Treatment included a loading dose of vancomycin (dosage and route unknown) and gentamicin 160mg, intraperitoneal, once a week for 2 weeks and administered 80mg gentamicin, intraperitoneal, daily for 10 days.